Manufacturer narrative:
Product event summary: the lead was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory was performed and no anomalies were found. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that once the right ventricular (rv) lead was implanted the physician observed that there was t-wave oversensing (twos) only during the impedance test measurements and saw the twos at different sensitivities and not during normal operation. The rv lead remains in use. No patient complications have been reported as a result of this event.